Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that, today we were going to insert a PICC line which was fine to insert. When we were going to take out the guide wire, this did not work and it got stuck. The catheter was fine to insert in and out but not the guide wire. We decided to pull out the entirepicc line and when we looked at the guide wire, it was bent in at least 2 places, quite badly. This was on the copper-colored part of the guide wire. When we felt it, we could also feel that it was rough, not as smooth as the others had been. The catheter was intact and fine and no holes. It was only the guide wire that was badly bent. No patient harm.